Event description:
The suspect device showed variations in test results. Initial inratio resulted in inr 4.4. Repeat test performed yielded inr 3.5. Further follow-up to be performed.

Manufacturer narrative:
Per tr 0150, the acceptance criteria for imprecision is a %cv of 20 or less. The mean of the replicates is 3.5. The standard deviation of the replicates is 0.64. Percent cv is calculated as follows: %cv= std/deviation/mean x100. The resulting %cv resulted in 16.2% therefore no further testing is required.

Event description:
The suspect device showed variations in test results. Initial inratio resulted in inr 4.4. Repeat test performed yielded inr 3.5. Further-up to be performed.